Event description:
It was reported the device was used during a sub-total gastrectomy. It was reported the tlh90 was placed onto the stomach and fired. B's were not formed completely. This occurred on the first firing. The tph90 was opened & fired without incident to complete the gastric transection. There was no consequence to the pt.

Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: cartridge batch number h4063t, cartridge position loaded, casing position midway, hook shroud condition good, intrument serial number 36, lockout slide position unlocked, number of staples returned in cartr none, retaining pin position midway, safety position locked, trigger position open/locked. Functional tests & results: hook shroud condition good, indicator function properly yes, indicator setting when firing 2.5, knob collar lockout slot condition good, lockout slide tip condition good, safety disengage properly good, staples fire properly yes, staples form properly yes. Analysis conclusion: based on info received and the visual and functional results, no conclusion could be reached as to what may have caused reported incident. The instrument was fired with a reload cartridge and fired and formed all the staples as desgined. The staple formation was examined and was found to be conforming with respect to mfg requirements. It should be noted that if torque is applied to anvil of instrument, prior to engaging the retaining pin, the retaining pin may not engage in hole properly and may cause staples to be malformed. Mfg and engineering have been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve products.